Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etlw1620c124e stent graft, implanted: (B)(6) 2013; etlw1616c156e stent graft, implanted: (B)(6) 2013; etbf2516c166e stent graft, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was occluded on the left side. It was further reported that the right ventricular (rv) lead exhibited short ventricle-ventricle intervals, high thresholds, increasing impedance, high impedance and fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.